Event description:
It was reported that, after a tka surgery, the post of a insert broke. A revision surgery was performed to remove and replace the insert with a journey revision high post poly. The patient outcome is unknown.

Manufacturer narrative:
Additional information: d4. H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirms the post has broken off and was returned. The clinical/medical evaluation concluded that without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. The lab analysis concluded that the as received tibial insert showed a fractured post with gouged material on the posterior surfaces of the fractured post tip and the base of the post which remained on the tibia insert. Additionally, the insert showed damage on the articulating surface and edge of the insert. The post tip itself showed the same damage on the posterior and inferior surfaces, but also demonstrated potential beach marks on the inferior fracture surface. Damage on the lateral side of the posterior region of the post indicates a high degree of internal rotation from the implant. No material or manufacturing defects were observed in any of the components in the course of this investigation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.